Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown cause. A new ra lead with a different model was implanted successfully. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown cause. A new ra lead with a different model was implanted successfully. No adverse patient effects were reported. Additional information indicates that this ra lead was explanted due to lead slack being lost and threshold went up. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that no abnormalities: the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 242 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of lead slack being lost, and elevated threshold were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown cause. A new ra lead with a different model was implanted successfully. No adverse patient effects were reported. Additional information indicates that this ra lead was explanted due to lead slack being lost and threshold went up. No additional adverse patient effects were reported.